Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. No unexpected off no power alarm was noted during testing. The pump alarmed motor error during rewind due to an out of phase motor encoder signal. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the motor position encoder error alarm or operating currents due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating motor error alarm and off no power anomaly from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The customer stated that she wore the pump during MRI and it would not reset. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.